Event description:
The customer contact reported air in the tubing set distal to the filter. The tubing set was being used to deliver 1440ml of tpn for a duration of 12 hrs. After an unspecified length of time in use, the homecare pt noted air in the tubing set distal to the filter and notified the user facility. The homecare pt was instructed to reprime the tubing set and the therapy resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).